Manufacturer narrative:
The customer technical service (cts) advised customer to replace the tubing that was leaking at pinch valve vl12a. The customer adjusted the lamp and run 3 samples to establish a blank average and resolve the instrument issues. The instrument was verified to meet the specified requirements per established facility procedure. (B)(6).

Event description:
The customer reported an instrument leak of 2ml in volume at vl 12a and hgb vote outs from the coulter lh 780 hematology analyzer. The leak was contained inside the instrument. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.